Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that a type ib endoleak was observed by the physician. A secondary intervention was performed and the endoleak resolved. The investigator assessment states that the event was related to the study device; however, it was not related to the study procedure. No additional clinical sequelae were reported.